Event description:
It was reported that cartridge alarm 20 occurred and issue did not happen during cartridge loading. There was no adverse impact to the customer's blood glucose level. Caller was guided through proper cartridge loading technique, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved with no additional information reported regarding further outcomes.